Event description:
On (B)(6) 2010, competitor reported pt has a large boil that is infected. Pt usees the competitor's infusion device. Competitor stated the pt reported she tried to clean up the infecton on her own when she noticed the redness, soreness and discharge. Competitor reported pt, then went to see health care professional (hcp) for medical attention and was treated with antibiotics. Competitor stated the pt reported having elevated blood glucose due to the infection but is following the hcp and the certified diabetes educators' (cdes') guidelines for management and blood glucose correction protocol. Competitor reported that pt stated she is discussing using an alternative infusion set with her cde. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.